Manufacturer narrative:
The device was not returned for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Trend analysis does not meet the upper control limits of 1 as this is the only complaint for corneal edema related to this device in the last 15 months. Based on the available information, the root cause could not be conclusively determined.

Event description:
It was reported that during implantation of an intraocular lens (iol), the lens came out of cartridge twisted and stuck on plunger. The incision was enlarged, an anterior vitrectomy was performed, and an anterior chamber iol was implanted. Sutures were required. Patient prognosis is good. Patient has not yet recovered, still has corneal edema. Additional information was requested, but not received.